Event description:
A nurse reported that approximately after a month of implantation of an intraocular lens (iol), the lens was explanted with a patient and clinical reason of double vision. The lens was later exchanged in a secondary procedure. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.